Event description:
Medtronic received information that prior to use of an nt oxygenator and cardiotomy venous reservoir, the customer reported that the packaging of the device was received in damaged. The device was not used. There was no adverse patient effects. Medtronic received additional information that there were no missing or wrong devices or components in the package. The sterile seal was not intact. The device was located/sealed in the seal.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/hole in the tyvek portion of the header bag. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.